Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found that the instrument had a grip pulley dislodged from the dowel pin at the back end. As a result, the grip cable became loose, preventing the jaws from opening when tested on an in-house system. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use, or reprocessing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would no longer open when the instrument was docked for the first time. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient harm and the instrument did not touch patient's tissue due to not opening. Instrument was removed and was changed out for a new vessel sealer.